Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture and loss of sensing due to perforation. A cardiac tamponade occurred and was treated by an emergency drain. The lead was explanted and replaced.